Manufacturer narrative:
Because device was not returned to ok biotech, therefore, we were unable to perform further testing on the suspected device. Ok biotech reviewed the manufacturing record of this suspected device (meter serial number (B)(4)), and the meter was qualified and released by the quality control department and shipped to (B)(6) on 02/23/2012. The strip lot #d6160419-1 was manufactured on 04/19/2016 and expired in 04/2018. Ok biotech received no other complaints from same manufacturing batch of strips. We are unable to confirm the complaint because device was not returned and no further information from customer has been received, this matter has to be closed out with undetermined root cause.

Event description:
It was reported that the end user sought medical attention on (B)(6) 2016 at 6:15 am due to inconsistent readings from the prodigy diabetes glucose meter. The end user experienced confusion, slurred speech and sweating. During the time of the event the reading was 48 mg/dl and the paramedics were called. The paramedics performed a test with their meter and the result was 28 mg/dl and she received liquid glucose to assist in raising her glucose. The end user was transported to the ER and could not recall what treatment was provided. Upon discharge the end user stated her blood glucose was 300 mg/dl and was instructed to follow-up with her pcp. No further details were provided.